Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was received covered in oil. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician that the device was received covered in oil. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report to document device evaluation results. The event of fluid present on the device was confirmed by the repair technician. However, it was determined that this was a non-stryker lubricant and there was no failure of the device leaking.